Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted that there was a burnt on the plastic distal end cover. It is likely that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): gif-q150 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Gif-q150 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.